Event description:
As reported by a field clinical specialist (fcs) approximately 1 year and 1 month post implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach the valve developed progressively worsening perivalvular leak (pvl). The patient recently underwent tee for evaluation and the team is considering post-dilation as a primary approach and surgical intervention as a secondary approach.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
Correction to section h6 per evaluation. The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. A review of imagery provided showed paravalvular leak was present at the left coronary cusp area. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on provided imagery. A review of DHR, lot history and complaint history did not reveal any indication that a manufacturing nonconformance would have contributed to the reported event. In addition, review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to insufficient information, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.